Event description:
It was reported that the patient presented remotely via (B)(6) . Review of the transmission, revealed that the implantable cardioverter-defibrillator (ICD) was exhibiting myopotential oversensing. Programming changes were suggested, but no interventions were taken. There were no patient consequences.